Manufacturer narrative:
Field d2b pro code (product code): qrb. Additional suspect medical device components involved in the event: brand name: infinion pro, upn: m365sc2318700, model: sc-2318-70, serial: (B)(6), batch: 5008801, UDI# (B)(4). Brand name: wavewriter alpha ipg kit, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 798383, UDI# (B)(4). Brand name: clik x, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 36495273, UDI# (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient developed an infection at the anchor site. The patient had symptoms of redness, swelling, tenderness, and a temperature. There were no device issues, however, the patient underwent an explant procedure to have all devices explanted. The patient was also treated with antibiotics. At the post-op wound review, there were no signs of infection and the patient was healing as expected with no further complications. A culture was performed but results were not provided. The physician stated that it was most likely a superficial infection from the incision. All explanted devices were discarded by the medical facility.